Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, high ketones and dehydration. Customer¿s blood glucose was 429 mg/dl at the time of incident. Current blood glucose level was 157 mg/dl. Customer was treated with insulin pump. Insulin pump passed high pressure test. The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 157 mg/dl and the sensor glucose was 97 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer did not allege for under delivering. The insulin pump will be returned for analysis

Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The test guardian link with the glucose sensor simulator communicates properly to the pump and the suspend on low feature functioning properly.